Manufacturer narrative:
E1 (initial phone number): (B)(6).

Event description:
It was reported that balloon burst occurred. A 3.0mm x 80mm x 150cm sterling was selected for use in a percutaneous transluminal angioplasty (pta) procedure. During the procedure, the balloon burst and material from the balloon and balloon marker remained in the patient. The balloon material was secured in the dissection membrane and fixed with a stent. The procedure was completed with a new balloon and a stent was placed.